Manufacturer narrative:
The covidien customer service engineer (cse) evaluated and verified the malfunction on the 840 ventilator, and replaced the graphical user interface (gui) to breath delivery (bd) cable. As preventative maintenance, service cse updated the software to revision ak; installed a new backup power source (bps) batter, and the o2 sensor. All required calibrations and an extended self-test (est) were performed, and the unit was operating within manufacturer's specifications. Covidien reference # (B)(4).

Event description:
The service report log stated that during a six month preventative maintenance service (pm) on the 840 ventilator, it lost communication between the graphical user interface (gui), central processing unit (cpu), and the breath delivery (bd) central processing unit (cpu). There was no patient involvement.